Manufacturer narrative:
Follow-up submitted to report device evaluation. Updated section b4 for report submission date and b6 to report device evaluation results. Corrected d4 for catalog and lot #. Updated g1-g2 for follow-up report submitter, g4 for awareness date and g7 for report type and follow-up number. Updated h2 for follow-up type, h3 for device evaluation status and h6 method, result and conclusion codes. Unknown information: a4 - patient weight was not provided. Corrected information: d1 brand name unknown since it is not company product. D4 device received is not this company's product therefore it is different from that which was submitted on the initial 3500a report. Catalog #, lot number, UDI #, and manufacture/expiration dates previously submitted do not apply.

Event description:
Per complaint (B)(4), during clinical procedure, patient experienced loss or failure of implant to integrate.